Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown), the paddle arced. The pt subsequently expired. The facility biomedical department was unable to duplicate the reported malfunction.